Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 442mg/dl. Elevated bgs were treated by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. As a resolution, the customer has changed their profile settings per advice from their healthcare provider.

Manufacturer narrative:
.